Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor; electrode belt: 11/2013.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient's daughter contacted zoll to report that the patient had passed away. Review of the events surrounding the patient's death indicates that the initial life-threatening rhythm was bradycardia. The patient experienced an inappropriate defibrillation event during asystole. Oversensing of small signal contributed to the false detection. There is no information to suggest the lifevest caused or contributed to the patient's death.